Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing the device on a bricker procedure, surgeon experienced difficulty to push the knife to the end of the stapler, it went rough/stiff. The tissue at the end was messy cut and the staples where messy. Surgeon used the same stapler the other three firings and the same problem occured with the reloads. Surgeon didn't replace the stapler, haven't thought about that option. Nurses reported that the tissue wasn't fully cut until the end but that the staples where deployed in proper b shapes. Later they said that the staples where messy in the tissue.